Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an inappropriate shock, along with high out-of-range pacing impedance of 2500 ohms, and noise. Subsequently, surgical intervention was performed, and the rv lead was capped and abandoned (i.e., it remains implanted but is no longer in service). Another rv lead was successfully replaced. No additional adverse patient effects were reported.